Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).